Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent fusion surgery on the lumbar region of her spine from vertebrae l5 to s1 using rhbmp-2/acs in a transforaminal surgical approach. The patient's post-operative period has been marked by initial relief, followed by unrelenting pain in her lower back radiating down both lower extremities. An MRI scan taken one month post-op revealed a suggested csf leak at the level of the patient¿s surgical site; an x-ray showed mild osteophyte formation at the level above the patient¿s surgical site. The patient underwent surgery to evacuate liquid from her surgical site and adjust the placement of her interbody spacer that had retropulsed after it was implanted. Reportedly, the patient has continued to experience severe and unrelenting pain in her lumbar spine. The patient also suffers from significant lower extremity pain that severely limits her ability to ambulate, sit, or stand. She requires a cane to ambulate.

Manufacturer narrative:
(B)(6).

Event description:
Per medical records it was reported that on (B)(6) 2010 the patient underwent the following procedures: 1. Bilateral l5-s1 decompressive hemilaminectomies and foraminotomies, 2. L5-s1 complete left-sided facetectomy 3. L5-s1 radical discectomy, 4. L5-s1 transforaminal lumbar interbody fusion using peek lumbar interbody spacer, bmp-2 allograft and morcellized locally harvested autograft, 5. Autologous bone marrow aspiration, 6. Bilateral l5-s1 pedicle screw fixation, 7. Right-sided l5-s1 posteolateral arthrodesis using bmp-2 allograft, allograft mixed with autologous bone marrow aspirate and morcellized locally harvested autograft to treat the following pre-op diagnosis: 1. L5-s1 degnerative disk disease, disc buldging, and bilateral foraminal stenosis. Op-notes: a pedicle gearshift was then used to create pilot holes in these pedicles. This was guided by intraoperative lateral fluoroscopy. The pilot holes were then palpated using straight and curved ball probes be verify appropriate placement. Jamshidi needles were then placed into the l5 vertebral body via the transpedicular pilot holes and 10ml of autologous bone marrow aspirate was harvested and mixed with 10 ml of allograft. The jamshidi needles were then removed. The pilot holes were then tapped using a 6.5mm tap. 7.5 x 40 mm 5.5 poly axial pedicle screws were then placed into the bilateral l5 and s1 pedicles under the guidance of intraoperative lateral fluoroscopy. Intraoperative stimulation of these pedicle screws demonstrated thresholds exceeding 20ma throughout. The wound was then copiously irrigated out with normal saline containing antibiotic. The lateral gutters were then packed using gelfoam and a moistened sponge to maintain hemostasis. A 12 x 26 mm trial lumbar interbody spacer was then tamped into the l5-s1 interspace via the annulotomy on the left, and this was deemed to be the correct size. The trial was then removed. Bmp-2 allograft was then mixed per protocol. A combination of bmp-2 allograft and morcellized autograft was then packed into the far right anterolateral aspect of the emptied l5-s1 disk space. A 12 x 26 mm peek lumbar interbody spacer was then packed using bmp-2 allograft, morcellized autograft and this was then tamped into the disk space to an appropriate depth. This was visualized on intraoperative lateral fluoroscopy. Gelfoam was then packed into the epidural space to maintain hemostasis. The sponge and gelfoam packing were then removed from the posterolateral gutters. The right-sided l5 transverse process and sacral ala were then decorticated using the high-speed drill. A combination of bmp-2 allograft, morcellized autograft and vitoss allograft was then packed over the right l5 transverse process and sacral ala to enact the posterolateral arthrodesis. 5.5 x 35 mm and 5.5 x 30 mm prebent titanium rods were then set through the heads of the pedicle screws on the left and right respectively. The pedicle screws were then secured to the rods under gentle compression using locking caps and the final tightener and pedicle screw compression instruments. The gelfoam was then removed from the epidural space. Morphine paste was then mixed and placed over the exposed thecal sac and nerve roots. Final ap and lateral fluoroscopic images were then obtained to verify appropriate hardware placement and lumbar spinal alignment.